Manufacturer narrative:
B3: reported event date is incorrect as it is in the future. Event date will be updated when more accurate information is provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had been making a loud motor-like noise during infusion. The pump was described as sounding as if the motor had been running, but the syringe plunger had not been moving correctly. According to the nurse, medication had not been pushed, and although the pump indicated the infusion was complete, the syringe was found filled. The status of the product at the time of the event was reported as ¿during infusion.¿ there was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. It was reported that he pump had been making a loud motor-like noise during infusion. Complaint confirmed by testing the noise. It is verified that the noise is heard during the occlusion test. The pump is repaired by replacing the left and right clutch, worm gear, worm coupling, and motor. The pump is calibrated and greased and reset standard configuration. The main cause was worn out clutch parts. After installing and replacing the parts, the pump passed the whole test. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.